Event description:
The facility reports two cnas were transferring the pt from the bed to a wheel chair. During the lowering of the pt into the wheel chair the jib came down, striking the pt on the head. The pt sustained a laceration to the parietal area and was taken to the emergency room where pt received 11 staples.